Manufacturer narrative:
Seven samples were received. When the samples were inflated completely. Three of the samples were inflated and only one side inflated. When they were manipulated the cuffs were properly inflated four times each. Manipulation is stated in the instruction during this issue. When measuring the cuff, the percentage for the symmetry was sample 1: 38.8 percent sample 2: 44.4percent , sample 3: 41.6percnet , sample 4: 40.5percnet , sample 5: 40.5percent , sample 6: 40.5percent and sample 7:44.4percent . These results are over 33.3 percent that is the minimum acceptable. Based on the test, the units are within spec. The complaint is not confirmed. No fault was found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes neo/ped flextend cuffs do not inflate symmetrically. Unable to use. This was discovered immediately upon usage. No patient adverse events occurred.